Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The first target nodule was 3 centimeters (cm) in size and located in the right upper lobe. The second target nodule was 1.7 cm in size and located in the left upper lobe. A radial endobronchial ultrasound (ebus) probe was utilized to localize the lesions. Instruments used during biopsy included a 21g flexision biopsy needle and third-party compatible forceps. The biopsy result was positive for non-small cell carcinoma. The patient was referred to chemotherapy and radiation treatment. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review.